Event description:
In 2008, the patient stated that the o-ring was missing from his adapter. He stated that the adapter had been in use for "no more than 2 months." He was advised to change the adapter after every 10th insulin cartridge change. He was sent replacement adapters. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.